Event description:
A new sudep (sudden unexpected death in epilepsy) adjudication evaluation was performed which determined that the death met criteria for classification of probable sudep. More information was received on the cause of death indicating that the underlying cause was anoxic brain damage, not elsewhere classified, cardiac arrest, unspecified

Event description:
It was reported by an epileptologist's office through a company rep that a recently implanted vns patient was to be seen for the first dosing appointment and the pt had a seizure and ended up in cardiac arrest. The treating epileptologist was not able to attend the pt as he was out of office at the time. Further info from the treating nurse indicated that the pt passed away as the pt's mother took her off life support. At the moment, good faith attempts to obtain add'l info have been unsuccessful to date.